Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. It was also reported that the customer experienced a blood glucose (bg) level of below 54 mg/dl. Customer lost consciousness and required assistance from their spouse who call emergency services. Customer was given carbohydrates to treat their bg level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.